Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h6 - health effect - impact code - from 2199 - no health consequences or impact to 2645 - no patient involvement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. The foreign material residue point was confirmed to be free from deformation. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle had a foreign body. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation after they received and evaluated the actual device. Based on the results of the investigation, it is likely that the foreign material was black silicone rubber and mixture of silicates derived from medical solution and organic silicone. The black silicone rubber is used for air/water feeding valve or water feeding tank, and silicates and organic silicones are not components derived from the endoscope, but from the medical solution. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. The instructions for use states the inspection method for the event in instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.